Manufacturer narrative:
Additional information was obtained that the cause of the aortic rupture was the dcs was caught in the local calcification in the aortic arch. The direction of the spine was bad which led to the rupture. The patient had the extracorporeal membrane oxygenation (ECMO) detached. No additional adverse patient effects were reported.  Medtronic if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a rupture of the descending aorta was observed. The valve and delivery catheter system (dcs) were retrieved from the patient. The rupture site was treated with thoracic endovascular aortic repair (tevar). A new replacement device was used. No additional adverse patient effects were reported.